Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The unit was received and evaluated. Service & repair functions were performed as per (B)(4). Nothing was noted in the service history that could have contributed to the complaint. Could not duplicate the customer's complaint of "no power". Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found. Unit was upgraded to arc detect compatibility as per the service manual. The keypad membrane was replaced because several indicator lights were not working. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this serial number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Vapr vue generator, patient harm: none, surgery delay: 30 minutes, how surgery was completed: switched out to another generator, no power to machine. Additional information obtained on 8-21-17: the surgery delay was 45 min. Alternate unit was not available easily and had to get it from another location.